Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the right radial artery. The target lesion was located in left anterior descending artery. After a 6f ebu 3.5 non-boston scientific (bsc) guide catheter and a non-bsc guidewire were in position, pre-dilation was attempted with a 2.5 x 15mm compliant balloon and a 1.25 x 15mm compliant balloon, however, they failed to cross due to heavy calcification. A 6f non-bsc guide extension catheter was inserted, and pre-dilation was successfully performed using a 2.0 x 15mm compliant balloon catheter followed by a 2.5 x 20mm compliant balloon catheter. A 2.5 x 18mm non-bsc drug-eluting stent was then placed in the proximal vessel. After deployment, post-dilatation was performed. Pre-dilation was then performed in the distal vessel with a 2.0 x 15mm non-compliant balloon. The distal vessel was stented with a 2.0 x 18mm non-bsc drug-eluting stent without overlapping each stent. Despite ongoing balloon dilatations, a 2.50 x 24mm synergy xd was advanced but failed to pass across the mid-vessel to bridge the gap between the two stents. As a result, a small dissection between the two stents occurred, however, there was still timi iii flow in the distal vessel. Medical intervention was not required to treat the dissection. A 2.0x18 and 2.5x18 non-bsc drug-eluting stents were implanted, and the procedure was completed. No patient complications were reported, and the patient fully recovered.